Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device went from 1.5 years to seven months remaining longevity in a span of five months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion. The diagnostic data of this device confirmed that the power consumption of the device has been consistently increasing moderately over the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device went from 1.5 years to seven months remaining longevity in a span of five months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion. The diagnostic data of this device confirmed that the power consumption of the device has been consistently increasing moderately over the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and a new one was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the device was forwarded to detailed analysis for further investigation. A visual inspection of the case and header was done, and tool marks were noted on it. A medical adhesive around the right atrial (ra) seal plug has cosmetic cuts. There were no suspicious fault codes or resets. The device shows a gradual increase in power consumption and a failed coulomb count for high current. The power level gradually increasing over time is characteristic of leaky capacitors due to high hydrogen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The battery of this device went from 1.5 years to seven months remaining longevity in a span of five months. A request was made to have data from this device analyzed. Data analysis confirmed premature battery depletion. The diagnostic data of this device confirmed that the power consumption of the device has been consistently increasing moderately over the past year. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted and a new one was placed. No additional adverse patient effects were reported.